Event description:
The device system was returned to the manufacturer. Information provided noted the cause of death as "sudden death". No additional information was provided.

Event description:
It was reported by a legal representative that the patient's widow alleged that the patient's death was due to the implanted lead.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Destructive analysis could not be performed due to legal restrictions. It was noted the outer insulation of the lead was extrinsically breached due to a cut and was extrinsically breached due to a tear. Visual summary analysis of the lead indicated apparent explant damage and indicated stretching.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.